Event description:
It was reported that the bd integra¿ syringe with detachable needle experienced a broken needle during use. The patient received x-rays to test whether the broken portion of the needle had become embedded within the patient. The results of the x-ray are not currently known. The following information was provided by the initial reporter: material no. 305270 batch no. 0027028 verbatim: consumer reported that the needle broke off into the injection site during injection, stated that he heard two clicks and when he removed the syringe there was no needle. Consumer stated that he went to the ER and had x-rays done but did not get the results back. He is not experiencing any pain or discomfort. Consumer also stated that he was not aware that the needle retracts after injection. Date of event: (B)(6)2020

Manufacturer narrative:
H.6. Investigation summary a single used integra syringe was received with an opened blister package, confirmed to be from batch #0027028 (p/n (B)(4)). The sample had medication residue around it. The metal cannula was not observed inside the shielded needle. Pliers were used to hold and carefully disconnect the needle assembly. Looking inside the metal cannula could readily be seen in the inner plunger rod. The product appeared to have functioned as designed with no defects observed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0027028 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Note that this is a product with a retracting needle feature. The two clicks described in the description are normal as the retraction mechanism activates. The reported defect was not identified in the samples received. No corrective actions are required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd integra¿ syringe with detachable needle experienced a broken needle during use. The patient received x-rays to test whether the broken portion of the needle had become embedded within the patient. The results of the x-ray are not currently known. The following information was provided by the initial reporter: material no. 305270 batch no. 0027028. Verbatim: consumer reported that the needle broke off into the injection site during injection, stated that he heard two clicks and when he removed the syringe there was no needle. Consumer stated that he went to the ER and had x-rays done but did not get the results back. He is not experiencing any pain or discomfort. Consumer also stated that he was not aware that the needle retracts after injection. Date of event: (B)(6) 2020.